Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8352-70, serial #: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had redness on the scs area. It was not specified which site. The physician suspected infection around the lead or ipg site. Antibiotics were prescribed. The patient underwent an explant procedure. The cause of suspected infection was unknown.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient had redness on the scs area. It was not specified which site. The physician suspected infection around the lead or ipg site. Antibiotics were prescribed. The patient underwent an explant procedure. The cause of suspected infection was unknown.